Event description:
Dr alleges drill broke upon initial use. The broken piece was extracted from the pt without incident.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. Prod is expected to be returned to MFR. Testing will be completed, as appropriate, upon receipt.